Event description:
It was reported that the patient experienced an acute pain at lead site after lifting his laundry. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.